Event description:
Analysis of the returned device revealed that the coil prematurely detached. There were no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the main coil was not attached to the delivery. It is evident that the coil had detached from the detachment zone and not via electrolysis. In addition the proximal contact was found to be bent. Additional information available indicated that the device was confirmed to be in good condition post unpacking and preparation and it was prepared as per directions for use (dfu). It is likely that the bent proximal contact occurred during handling as this was not a reported issue by the user. Based on the information available it is probable that premature detachment of the coil occurred due to procedural factors limiting its performance. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the coil prematurely detached. There were no clinical consequence to the patient.